Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Endoleaks (type ia and iii): the treo was used to treat an abdominal aortic aneurysm (aaa). After placement, post dilatation was performed. Digital subtraction angiography then revealed a type ia endoleak. In addition, a type iii endoleak occurred from the area around the junction of the right leg. For the type ia endoleak, a cuff stent-graft (28-c2-26-055u) of the same diameter was added to the proximal side and post dilatation was performed again. Although the amount was considerably reduced, the endoleak did not disappear. For the type iii endoleak, post dilatation was performed again. The endoleak did not disappeared even though the amount was considerably reduced as well. Operation type: stent-graft implantation. Blood loss: unknown. Ancillary devices used: cuff stent-graft (28-c2-26-055u) leg extension stent-graft (right) (28-l2-13-080u) excluder leg (right) (gore, 16-12 mm x 10 cm) no image available pre-case plan available (see the attached schema) additional information will be able to be obtained. (Tc#bm 230801987)" patient outcome - "no health damage to the patient."

Event description:
"Endoleaks (type ia and iii): the treo was used to treat an abdominal aortic aneurysm (aaa). After placement, post dilatation was performed. Digital subtraction angiography then revealed a type ia endoleak. In addition, a type iii endoleak occurred from the area around the junction of the right leg. For the type ia endoleak, a cuff stent-graft (28-c2-26-055u) of the same diameter was added to the proximal side and post dilatation was performed again. Although the amount was considerably reduced, the endoleak did not disappear. For the type iii endoleak, post dilatation was performed again. The endoleak did not disappeared even though the amount was considerably reduced as well. Operation type: stent-graft implantation. Blood loss: unknown. Ancillary devices used: cuff stent-graft (28-c2-26-055u). Leg extension stent-graft (right) (28-l2-13-080u). Excluder leg (right) (gore, 16-12 mm x 10 cm). No image available. Pre-case plan available (see the attached schema). Additional information will be able to be obtained. (Tc#bm (B)(4))". Patient outcome - "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.